Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that extravasion in right arm oxaliplatin treatment. Over 200ml leaked out and head to attend the burns unit for chemical burn. No other information was provided.

Event description:
Faulty PICC extravasation occurred (B)(6) 2026. Oxaliplatin & calcium folinate being administered concurrently when extravasation occurred. No long term damage to arm. Was reviewed by local burns unit and no further complications. New PICC has been inserted in patients other arm. Treatment had been fully administered when lump/extravasation discovered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.